Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were difficulties experienced with communication during auto-set-up of this subcutaneous implantable cardioverter defibrillator (s-ICD). Manual set-up was instead completed. No adverse patient effects were reported.